Event description:
Pt misinterpreted meter result of 15.6 due to the fact the unit of measure was in mmol/l not mg/dl as expected. The mg/dl equivalent of 15.6 mmol/l is approx 281 mg/dl. A hyperglycemic event was reported, pt was taken to the hosp and treated for hyperglycemia and stomach pain that the dr attributed to diabetic ketoacidosis.